Event description:
It was reported that around 32 bd ultra fine¿ insulin pen needles leaked insulin after the injection. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the client places the recommended dosage of 12 units, and administers the insulin, when he removes the needle from the belly, there is a squirt or the medication drips into the needle after use, but most of the time the medication drips from the needle, around about 8 drops, which makes him lose part of the medicine."

Manufacturer narrative:
H6: investigation summary; no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that around 32 bd ultra fine¿ insulin pen needles leaked insulin after the injection. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the client places the recommended dosage of 12 units, and administers the insulin, when he removes the needle from the belly, there is a squirt or the medication drips into the needle after use, but most of the time the medication drips from the needle, around about 8 drops, which makes him lose part of the medicine."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.